Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, adequate grasping and capturing of leaflet was not visible. However, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the posterior leaflet. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was attributed to poor imaging by the physician. The cause of the poor imaging cannot be determined. The reported unexpected medical intervention resulted from case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.